Event description:
It was reported that during an unknown procedure, one device misfired and one device was stuck in the locked position. It was unknown how the procedure was completed. No additional information was available. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.